Manufacturer narrative:
Product event: (B)(4). Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During a breast oncology case, the clear plastic below the plasmablade device tip split and when staff tested the device in the air, the tip caught on fire and had to be put out.